Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On(B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive, and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/07/2017 with the following findings:. Keypad cover is intact; all buttons unresponsive during investigation. Removed keypad cover; no defects found to/under contacts..no evidence of moisture before opening pump; leak test failed due to case crack leak. Opened pump; evidence of moisture on main pcb at keypad connector. . Display is dim/faded (pink). Crack between case seal & keypad cover. Battery compartment crack below the bumper.